Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medications were not showing in pyxis system. A technical support specialist logged into both the server and the station and confirmed the time; there was a slight delay from the server, which was corrected by syncing with the es server. The sync status now shows correctly. The nurse was observed using the station live without any issues and patients can be searched and medications can be pulled successfully. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient medications were not showing in pyxis system. The patient¿s profile in pyxis was displaying a ¿temporary¿ status, and the nurse was unable to view any medications under the patient¿s record. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.